Event description:
It was reported that in (B)(6) 2013 the ventricular lead exhibited high impedance and high capture thresholds. On (B)(6) 2013 high ventricular lead impedance and loss of capture was observed. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.